Event description:
Surgeon requested a ureteral stent for the patient during urological surgery. The surgeon reported the stent was defective and would not work properly and passed it back off the surgical field. A second and identical stent was opened and functioned properly for the patient. Item sent to risk management. Doctor's statement in operative report:I then attempted to place a 7-french x 24 cm double pigtail ureteral stent, but it would not pass over the guidewire, it appeared to be defected. I then removed it and used a 6 french x 24 cm double pigtail ureteral stent. After a couple of placements, I finally was able to place the proximal curl in the renal pelvis and distal curl in the bladder.